Event description:
During routine preventive maintenance, the system's gas flow meter could not be calibrated. A replacement flow meter was installed and specified function was restored. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
The device was evaluated at the user location. The flow sensor was determined to be malfunctioning. A replacement sensor was installed and specified function of the flow meter was restored.